Event description:
This event involved patient who experienced a high power event approximately 8 months after heartware lvad implantation. The site stated that the patient was treated with tpa and tirofiban infusions. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.